Event description:
Pt stated that on 6/26/06 she experienced tubing separating from the luer lock on her infusion set device. She checked her blood glucose and it was "hi (typically greater than 600 mg/dl). She changed her infusion set and administered a bolus to reduce her blood glucose. She reported that she did not experience any symptoms of hyperglycemia. The pt reported that this issue has occurred several times over the past two weeks. No medical intervention was required. Product was requested to be returned.